Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown, unknown, unknown head, unknown, unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02447, 0001822565 - 2018 - 02446, 0001822565 - 2018 - 02449. Product location unknown.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant medical products: unknown head catalog #: ni lot #: ni; unknown liner catalog #: ni lot #: ni; unknown m/l taper stem catalog #: ni lot #: ni; unknown m/l taper kinectiv neck catalog #: ni lot #: ni. The complaint sample was not evaluated, but post-operative complications were able to be confirmed through radiographic inspection. Radiographic inspection identifies a right pelvis/acetabular periprosthetic fractures. Additionally, the acetabular and femoral components were both dislocated. It is unknown when the x-rays were taken or if there were other contributing factors related to the patient's revision. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02446, 0001822565-2018-02447, 0001822565-2018¿02449, 0001822565-2018-03306.